Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that the insulin pump had a delivery anomaly. The customer's blood glucose level was 315 mg/dl at the time of incident. The customer¿s father reported the insulin pump was not delivering insulin. The customer¿s father is unable to troubleshoot the customer is at school. The insulin pump will not be returned for analysis.